Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's incision site was reportedly bleeding and had a discharge. The recipient was successfully activated. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was prescribed floxin. The drainage and bleeding have reportedly stopped. The recipient has reportedly healed and resume full time use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.